Event description:
It was reported that during a da vinci-assisted right - hemicolectomy surgical procedure, the tip-up fenestrated grasper instrument became wedged in the davinci universal surgical manipulator (usm) and could no longer be removed. It had to be pried open with an emergency key. The instrument could only be removed from the patient using a trocar. A short time before, slight rattling noises were noticed on the instrument. The procedure was completed with no report of patient harm, adverse outcome or injury and with a delay of 15 to 30 minutes. No fragment fell into the patient. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: there were no abnormalities. The instrument and cannula were removed together because the device could not be removed from the davinci arm during surgery. The incision was not extended to remove the instrument and cannula. The problem was solved, and the surgery was successfully completed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tip up fenestrated grasper instrument was analyzed and found to have a broken main tube where the main tub meets the proximal clevis. A piece measuring proximately 0.170¿ x 0.150¿ was not returned with the instrument. The complaint was confirmed by failure analysis.